Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model zxr00, +24.5 diopters) was explanted in a secondary surgical procedure from the right eye of a female patient. Additional information was received and it was learnt that the patient was unhappy with their vision. She was seeing halos, the near vision was blurry and she had decreased vision. Another lens, different model (z9002) and smaller diopter (+23.5) was implanted as a replacement. No incision enlargement, no vitrectomy was performed, no sutures used and no patient injury post-op was reported. No further information was provided.